Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis verified the programmer booted up to a system error; hard drive reconfigured and software reloaded to resolve. (B)(4).

Event description:
It was reported the black screen of death (bsod) was the first screen that came up after the programmer was turned on. The programmer did not go to any other screen. The recovery disk was unsuccessfully used. The programmer was returned for repair. No patient complications were reportedas a result of this event.